Event description:
The customer reported that the screens are flickering and the line collimator is frozen.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the left monitor and verified that the flickering was gone. He determined that the hv cable assembly had a broken wire, so he replaced the hv cable assembly. The rep verified all controls on the doghouse assembly were functioning properly.